Event description:
In 2005 a gore excluder bifurcated endoprosthesis was implanted. A postoperative computed tomography scan revealed that the patient had aneurysmal sac enlargement and a distal type I endoleak. Five months later a gore excluder aaa endoprosthesis iliac extender component was implanted and the distal type I endoleak was successfully repaired.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder bifurcated endoprosthesis contralateral leg component (pxc201400/lot#03672323), two gore excluder bifurcated endoprosthesis aortic extender components (pxa230300/lot#03729738 and pxa230300/lot#03725286), and a gore excluder aaa endoprosthesis iliac extender component (pxl161407/lot#03993578) were implanted.